Event description:
A competitor reported that the rv lead triggered the lead safety switch (lss), and that information received one year later indicated impedance measurements averaging 350 ohms. The lead was programmed back to bipolar and remains in use. A competitor further reported that new information was received one year later, when high impedance greater than 2500 ohms was reported. The patient felt short of breath, and had muscle stimulation and a low heart rate. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.